Event description:
Per the clinic, the patient experienced an ear drainage and middle ear infection which caused by cholesteatoma. The patient underwent two courses of medication with mastoid power and multiple courses of oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.